Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulation switches on and off on its own. It was confirmed that the device is currently on. Possible contributing factors include the device turning off when it is affected by electromagnetic interference from outside, and the stimulator is charged once every 2 days, so it may have turned off due to the battery running out. It was explained to patient how to turn stimulation on/off using the programmer and how to check stimulation using the recharger. The operation was poor, so the stimulation was turned off after the medical consultation at the hospital, so it was changed to on and it improved. The issue resolved. No patient complications were reported as a result of this event.